Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that they could not insert the wire through the catheter hub initially, but eventually they got the wire through. After access to the lesion was gained, the physician tried to suction back with a syringe but nothing would come back. He then tried to insert the wire again, but neither end of the wire would go through. He said it felt like something was blocking passage through the catheter. The customer reported that there were no injuries or additional procedures, and no breakage or separation of the device components.